Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, wear and deformation issues, as a complete circumferential break was noted at the proximal end of the catheter and a partial circumferential break was observed approximately 7 mm from the proximal end of the catheter segment. The edge of the complete circumferential break appeared granular on one region and smooth on another region. The edges of the partial circumferential break appeared smooth and rounded with slightly jagged sides. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: b5, d4(expiry date: 11/2021), g3, h6(device). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years post port device placement through the internal jugular vein, the catheter was allegedly found to be broken during flushing the port system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified. (Expiry date: 11/2021).

Event description:
It was reported that approximately four years post port device placement, the catheter was allegedly found to be broken upon flushing the system. There was no reported patient injury.